Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a system error (ac power disconnected) alarm had occurred on the device. There was no harm or injury reported. The ventilator was evaluated and the root of the connector was plugged into the device and almost disconnected on the device. The ac cord was replaced to address the issue.